Event description:
It was reported that there was a failure with the alta monitor. The monitor reported 100/100 on the arterial line after the acumen cuff pressure release, this was during patient monitoring. This occurred during a target marketing release at a facility. All parameters were reporting accurately at that point. The physician attempted to stop and restart clearsight monitoring. But after stopping, the clinician could not restart due to the zeroing requirement. They attempted to re-zero, but could not due to heart reference sensor zeroing step. They were seeing the clearsight cuff zeroing. There was no patient harm or injury.

Manufacturer narrative:
The alta unit has not arrived for evaluation. Once it has arrived and the product evaluation results are available a supplemental report will be submitted. The device history record review is pending. Once completed the results will be submitted in a supplemental submission.

Manufacturer narrative:
The unit was not received for product evaluation. The log files were received for review. The log file investigation found that there was no indication of the inaccurate values for the aiq cuff after the cuff release or any indication of the heart reference sensor not zeroing after the cuff release. The scenario was attempted to be re-created but was unsuccessful in reproducing the issue. There was no defect identified. The engineering evaluation was completed. Since the issue was not confirmed, there is not sufficient evidence to determine if this complaint was related to manufacturing, design, or labeling. It is not known if any procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device history record review was completed and all manufacturing inspections passed with no non conformances.